Manufacturer narrative:
No patient information was reported at the time of the report. A medtronic representative went to the site to test the equipment. Testing revealed that the event logs showed the imaging system shut down during the initiation of a 3d image acquisition. However, testing could not replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in an unknown procedure. It was reported that during a case the system unexpectedly shut down. They reboot the system and that resolved the issue. There was a patient present, and a surgical delay of less then 1 hour.